Event description:
Collapse of correctly filled vertebra augmented with confidence cement lead to paralysis. A (B)(6) female with degenerative kyphoscoliosis in presence of rheumatoid arthritis, (B)(6), and severe osteoporosis received otherwise uneventful corrective decompression and fusion surgery with segmental instrumentation on (B)(6) 2011 with physiologic correction of deformity. We used vertebral augmentation at the upper end of our rods in form of depuy's confidence cement with injection into the t6 and 7 vertebrae as well as the t8 vertebra, which was used for placement of the uppermost screws of the spinal instrumentation. The pt tolerated the procedure very well and after a period of "braking" for 3 months she proceeded with pt and increasingly normal return to regular life with regular function. She was very pleased with the results of this surgery. Without history of fall or other injury the pt returned to our hospital on (B)(6) 2012 with spontaneous collapse of the t7 vertebrae and incomplete spinal cord injury due to collapse of the vertebrae into the spinal cord and compression of the spinal cord. Our last images up to (B)(6) 2011 had shown a very nicely filled vertebral body at t7 with perfect cement fill obtained during the vertebroplasty at the index procedure (B)(6) 2011. This collapse required several reintervention surgeries to decompress the spinal cord and realign the spinal column. The pt to date has not fully recovered her neurologic function. We found that the cement at t7 had collapsed into a grisle-like substance and was not an organized mass to prevent such a fracture. The t6 and the t8 vertebrae have remained in good shape. Date of use: (B)(6) 2011. Diagnosis or reason for use: vertebral osteoporosis - prevention of vertebral.